Manufacturer narrative:
The connector portion of the lead was returned in one piece and was measured at 9.5 cm. The cut end of the lead was consistent with procedural damage. Analysis was normal. No anomalies were found.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown. Related manufacturer reference number: 2017865-2019-15893, 2017865-2019-15895, 2017865-2019-15896.